Event description:
It was reported that bd micro-fine ultra¿ insulin pen needle was packed incorrectly and not connected to the rest of the product and caused a needlestick injury prior to use. No serious injury or medical intervention was reported.

Manufacturer narrative:
After further inquiries it has been determined that this complaint is not reportable. Customer verbatim: "the customer is referring in this case to the ¿inner shield¿ (the small colored cylinder that goes over the needle." Complaint summary detail: this complaint is not MDR reportable. The event would lead to a clean needle stick. Ref: needle stick and blood exposure e1996003. If further evidence supports device malfunction, this complaint will be re-evaluated.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine ultra¿ insulin pen needle was packed incorrectly and not connected to the rest of the product and caused a needlestick injury prior to use. No serious injury or medical intervention was reported.